Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that bipolar sensing was no longer operating as intended with this right atrial (ra) lead. Reprogramming was completed to unipolar configuration. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.